Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was 8.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer was able to complete pump rewind. The customer stated that notification light stopped flashing immediately. The customer also stated that the battery life was significantly less than before. The device will not be returned for analysis.